Manufacturer narrative:
Ocd field engineer contacted the customer. The fe instructed the customer to re-seat the connectors of the waste bottles and the cap, returning the instrument to its expected operation. Product labeling instructs the customer of the proper method for waste container maintenance. Incident occurred as a result of customer error. No malfunction of the analyzer could be identified.

Event description:
The customer reported that the ortho provue analyzer dripped in the wash station during type and screen pt testing. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.